Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a thermocool® sf nav uni-directional catheter and suffered cardiac tamponade which required pericardiocentesis and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in critical condition at the time bwi followed-up with the affiliate. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: power control mode with settings of 30 to 45 watts, temperature cut-off at 43 degrees, irrigation flow of 15 ml/min with the sf catheter and an agilis l sheath was used.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since the lot number is unknown, the full UDI number cannot be provided. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Bwi concomitant products used: product name: thermocool® smarttouch® sf uni-directional nav catheter, us catalog #: d134702, lot #: 17083707l; product name: thermocool® smarttouch® sf uni-directional nav catheter, us catalog #: d134702, lot#: unknown. (B)(4).